Manufacturer narrative:
It was reported that when a caregiver was assisting a patient out of a hillrom bed, the bed's brakes did not hold, and the caregiver sustained "back injuries" while attempting to prevent the patient from falling. There was no report of injury to the patient associated with the event. Multiple attempts to obtain additional details of the event including details to determine the severity of the reported "back injuries" have been unsuccessful. An inspection of the associated bed could not be performed as the custom did not provide a device serial number a bed model, bed type, or room number of where the event occurred. Additionally, the customer reported that the date of the event occurred two weeks prior to making hillrom aware of the event, thus location of the bed was not possible. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. In this event, based on the limited details available, the severity of the injury cannot be determined. There was no indication that the reported "back injury" resulted in a serious injury or that the injury was more severe than back strain, which likely occurred (back strain) as the caregiver was notedly preventing the patient from falling. Back strain is an injury to either a muscle or tendon. This can occur when using improper body ergonomics. Treatment for back strain is typically simple and only needed for a short time. Treatments include ice, heat, massage, anti-inflammatory medications (ibuprofen, aspirin, etc.), and activity modifications, none of which would be considered as interventions to preclude permanent impairment of a body structure or function. During a follow-up call with the caregiver, the caregiver stated that while she was assisting the patient back to bed, the brakes did not hold and the bed "rolled across the room." The caregiver confirmed that the injury sustained was back strain. During the call, the caregiver stated that she sustained bilateral lower back strain. At the time of the event, the caregiver missed two weeks of work. Upon her return, she was on light duty and is currently working with no work restrictions. The caregiver is currently undergoing physical therapy. There was no report of any additional medical intervention and no report of intervention required to preclude permanent impairment of a body structure or function. There was no serious injury associated with this event, the reported physical therapy would not be considered an intervention to preclude permanent impairment. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required. An inspection of the associated device cannot be performed as the customer did not provide the necessary identifying device details, thus a malfunction cannot be ruled out. If this event were to recur, and the "brakes did not hold" it could likely contribute to a serious injury or death. If additional information becomes available, the complaint will be reassessed. Accordingly. H3 other text : unable to locate bed.

Event description:
It was reported that when a caregiver was assisting a patient out of a hillrom bed, the bed's brakes did not hold, and the caregiver sustained "back injuries" while attempting to prevent the patient from falling. There was no report of injury to the patient associated with the event. The caregiver confirmed that the injury sustained was back strain. The caregiver stated that she sustained bilateral lower back strain. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that when a caregiver was assisting a patient out of a hillrom bed, the bed's brakes did not hold, and the caregiver sustained "back injuries" while attempting to prevent the patient from falling. There was no report of injury to the patient associated with the event. The caregiver stated that while she was assisting the patient back to bed, the brakes did not hold and the bed "rolled across the room." The caregiver confirmed that the injury sustained was back strain. The caregiver stated that she sustained bilateral lower back strain. At the time of the event, the caregiver missed two weeks of work. Upon her return, she was on light duty and is currently working with no work restrictions. The caregiver is currently undergoing physical therapy. There was no report of any additional medical intervention and no report of intervention required to preclude permanent impairment of a body structure or function. There was no serious injury associated with this event, the reported physical therapy would not be considered an intervention to preclude permanent impairment. An inspection of the associated device cannot be performed as the customer did not provide the necessary identifying device details; thus a malfunction cannot be ruled out. If this event were to recur, and the "brakes did not hold" it could likely contribute to a serious injury or death. If additional information becomes available, the complaint will be reassessed. Accordingly. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that when a caregiver was assisting a patient out of a hillrom bed, the bed's brakes did not hold, and the caregiver sustained "back injuries" while attempting to prevent the patient from falling. There was no report of injury to the patient associated with the event. The caregiver confirmed that the injury sustained was back strain. The caregiver stated that she sustained bilateral lower back strain. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).